Event description:
During patient use, the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The ems crew switched to manual CPR until the patient got a pulse. No consequences or impact to the patient.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on january 03, 2022 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cell # 1. The cracked front enclosure and defective load cell were likely attributed to mishandling such as a drop. Visual inspection of the returned autopulse platform revealed a cracked front enclosure, unrelated to the reported complaint. The observed physical damage could be the characteristic of harsh impacts as a result of user mishandling. The front enclosure was replaced to address the issue. A review of the archive data was performed and showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test results confirmed load cell # 1 was defective, and it was replaced to address the ua07 advisory message. Following service, a load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).